Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of far field r-wave oversensing and oversensing due to noise was were noted on the device resulting in inappropriate mode switching. The noise was suspected to be the result of electromagnetic interference (emi). No intervention has been performed. The patient was in stable condition and will continue to be monitored.